Event description:
Pursuant to info received from the physician, the pt was bilaterally implanted with a smooth saline device on 11/22/95. On 1/1/96, the physician noted extrusion and capsular contracture in the pt's right breast. No add'l info regarding this occurrence is available at this time.